Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use the paxgene® blood dna tube had erroneous results. The following information was provided by the initial reporter: "the blood is fractionation, customer inverts 10 time after collection and then lets it sit for 72 hour then inverts the blood 8-10 time before freezing.¿

Event description:
It was reported after use the paxgene® blood dna tube had erroneous results. The following information was provided by the initial reporter: "the blood is fractionation, customer inverts 10 time after collection and then lets it sit for 72 hour then inverts the blood 8-10 time before freezing.¿

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.